Manufacturer narrative:
The reported event of high impedance was not confirmed high impedance. Return lead extension passed electrical and stress testing on all channels when tested alone as well as when connected to a lab infinity lead. Setscrew marks were present. No root cause was identified for the reported event.

Event description:
Related manufacturer reference number: 1627487-2021-19189, 1627487-2021-19191. It was reported the patient's ipg received the "replace generator soon" message and the left extensions was showing high impedances. Surgical intervention took place in which the ipg and both extensions were replaced to address the issue. Therapy was restored post-op.

Manufacturer narrative:
Date of the event is estimated.